Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the issue. Additionally, the customer alleged the pump was not delivering insulin "adequately." Customer's blood glucose was in the mid 200 mg/dl range. The customer continued using the pump for insulin therapy.